Manufacturer narrative:
A review of the implant's manufacturing record could not be performed as the device lot information was not provided. Based on the information available, the root cause of the event cannot be determined. Should additional information be obtained to further this investigation, this report shall be updated.

Event description:
It was observed in a journal article titled: "one surgeon's experience with the 2-incision technique for total hip arthroplasty", roger s. Palutsis, et al., the journal of arthroplasty vol. 25 no. 1, 2010, that one patient whom was implanted with a tm monoblock cup, was revised due to malpositioning. No further information was received regarding the event and/or patient involved. The article is attached to this electronic submission.